Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0xwvb, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the device was causing her problems. The patient had sharp pain in her right arm and right leg since (B)(6) 2015. She could barely move her right arm and right leg. She had been to the hospital for the pain. Stimulation was decreased but the pain had not improved. It was indicated the implant was on the patient's right side. The patient had fallen a day prior to getting pain in her "low and into her cheek" on (B)(6) 2015. The pain in her "low" and her "cheek," which was noted to be on the patient's left side, caused the patient to not be able to move. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.